Manufacturer narrative:
Eval was not possible, as the products were not returned, review of the device history records did not reveal any anomalies. The initial reporting indicated the products were not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt revised to address loose femoral and tibial components.